Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. This occurred with two to three tampons. She visited a doctor to have the remaining pieces removed. Consumer reported she was fine. No further follow ups are tasked.